Event description:
My esr was 50 in 1963 and I had been very fatigued and at times mentally confused with various aches and pains. I had my first implant removed not long after that and the esr came down to 30. Then a few months later, I had the second implant removed and the esr came down to around 20. I have the report for the 50 esr here and a report from a dr stating these facts dated (B)(6) 1994. I probably have the report for the 20 esr have somewhere if you need it then I will look for it. The implants were ruptured and had silicone granulomas, chronic inflammation, and foreign body response. At this time I was also diagnosed with asthma which I had never been diagnosed with before. This wheezing in my chest continued up until recently when I began taking eliquis for paroxysmal atrial fibrillation. My daughter was born in (B)(6) and the placenta had chronic and acute inflammation of the placenta. I was unable to breast feed due to sore breasts and she has had severe allergies all of her life. The esr units was mm/hr. My esr has never been out of range since then. If you want to contact me, then you can call here at (B)(6). The implants were dow corning with dexcom patches. FDA safety report ID# (B)(4).

Event description:
Add'l info received from reporter for mw5087325 on 08/13/2019. Caller stated her initial report was written in error. The esr was 50 in 1993 not 1963. She would also like to add the range was between 0 and 20. Caller would also like to correct the last statement, "the implants were dow corning with dexcom patches" was meant to be, "the implants were dow corning with dacron patches." Please reference report numbers: mw1012448, mw1018417, mw5081974, mw5087392.